Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose reading on the ilet system after a supply change, with a fingerstick value of 442 mg/dl, and a site-only change with an inset infusion set was performed; the user denied recent meal effects, new medications, visible cannula bending, leakage, air bubbles, or tubing kinks, and glucose trended down to 327 mg/dl after the intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.